Manufacturer narrative:
Follow up is being done to get confirmation if this is the correct serial number. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that ¿loose¿ of stimulation meant to say ¿lose.¿ the cause of the lead migration and break was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (serial # unknown) found no significant anomaly. The complete lead was received for analysis. Visual inspection of the lead revealed that both ends were intact and undamaged. The conductors and braid were also visually ok. An anchor was unable to be identified/measured. Visual inspection of the insulation revealed that the silicone body tubing was broken/torn and separated at the molded rubber. Electrical testing determined that the continuity of the conductors was complete. There were no shorts observed between the conductors. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. A corrected serial number for the ins was provided. It was noted that the information was confirmed with the hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290, lot# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a lead implanted in cervical area. In a normal follow up, the patient reported ¿loose¿ of stimulation in pain area and uncomfortable stimulation. The physician decided to perform an x-ray and saw that the lead migrated out of the epidural space. The physician decided to replace the lead, and in the surgery, saw that the lead was broken just below the paddle. The impedances were correct, but they decided to replace the lead anyway and anchored it with an injex anchor. There were no external contributing factors to the event. It was noted that the troubleshooting of reprogramming, impedances measure, and replacement of the lead all occurred in the same day. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.